Event description:
A false positive advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample upon repeat. The result was discordant with the initial result. The patient sample was repeated since the initial result was above the customer's cut-off. The patient sample was tested again on a second advia centaur xp in duplicate and the results were lower. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection of advia centaur xp s/n: (B)(4). The fse performed a total service call and found no system issues that may have contributed to the discordant result. The fse made a slight adjustment to the reagent probe in the cuvette bottom positions, replaced ancillary diluter due signs of leakage, cleaned all dispense, aspiration, and wash ports and cleaned all probes. The acid and base dispense volumes were within specifications. The dark counts were within specifications. The cause for the discordant troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."